Event description:
It has been reported to philips that the allura system failed to expose. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed with 01-hour delay. A philips remote service engineer (rse) confirmed that the equipment wasn't performing exposure, and the images from previous exams were not visible. The rse advised to open the cabinet m, disconnected and reconnected the scsi cable of the image discs on the board. After disconnected and reconnected the scsi cable, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.